Event description:
General report received of an unspecified number of undocumented incidents of the pumps delivered less than intended. On unspecified dates and times, the pumps were programmed in the secondary mode to deliver unspecified solutions. No specific programming parameters were provided. Reportedly after an unspecified length of time, 20ml to 30 ml of IV solution remained in the solution containers. There were no reports of any adverse pt events while the pumps were in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number, therefore, they will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel.